Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The evaluation could not reproduce the reported symptom of "bad radio. Will not communicate". The unit passed testing. Additionally, the module was coupled with a known good pump, with the baxter medina gateway configuration installed, making sure the battery and pump are able to communicate with the baxter medina gateway and receive the ip address and gateway information from the baxter medina network. The wireless module was returned to the customer.

Event description:
It was reported that a wireless module would not connect to the customer's network. It was also reported that there was no patient injury.